Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was not performed. Pcr confirmation testing was performed on the same date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Based on the evidence available, this device lot is performing as expected and no product deficiency has been identified. H3 other text : single-use: device discarded.